Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, batt out limit and failed batt test alarms during testing. Also, device passed rewind test and displacement test. No rewind grinding loud noise anomaly noted during testing. Device had broken battery tube threads. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the up and down arrow buttons were sticking pump. It was reported that they had grinding noise when it rewinds. The insulin pump will not be returned for analysis.